Event description:
The pt was being fed using a pump. An unknown amount of enteral feeding solution was hung, and the pump was set to deliver at 30 ml/hr. The reporter stated the pump delivered a bolus feeding, but provided no details. Following the event, the pt vomited. There was no illness, injury or medical intervention resulting from the event. One pt involved.